Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip and broken pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.